Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an endeavor sprint drug eluting stent to treat a lesion in the rca with 90%-95% stenosis, moderate calcification and tortuosity. The lesion was pre-dilated, with 30% stenosis left after pre-dilation. No damage was noted to packaging. There were no issues noted when removing the device from the hoop. Stent dislodgement occurred during delivery at the lesion. The dislodged stent was removed from the patient by balloon. Operation was extended for 1 hour due to dislodgement. Patient is currently ok. No resistance was encountered when advancing the device. No excessive force was used during delivery. No patient injury.

Manufacturer narrative:
There was no difficulties removing the protective sheath. Device was inspected post removal of the protective sheath. The device did not pass through a previously deployed stent or cell of a stent. If information is provided in the future, a supplemental report will be issued.